Event description:
The device was returned for service. During service the device had underdelivered during testing. There was no patient incident injury or medical intervention as a result of the underdelivery.